Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive 20 fr safety pull peg was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2016. According to the complainant, the placement of the device went fine. The patient returned to the hospital a couple of days later due to the peg tube leaking internally. The patient developed peritonitis. The patient died (exact date is unknown). Reportedly, it is unknown whether there is any relationship between the peg tube and the patient's death. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endovive 20 fr safety pull peg was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2016. According to the complainant, the placement of the device went fine. The patient returned to the hospital a couple of days later due to the peg tube leaking internally. The patient developed peritonitis. The patient died (exact date is unknown). Reportedly, it is unknown whether there is any relationship between the peg tube and the patient's death. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.